Event description:
Cust tooth chipped at end of jan, early feb. They do not think it was because of the aligners. They scheduled to get it fixed and the day before, it broke completely while eating a tootsie roll. Cust got a temp crown and filed the aligner to allow them to maintain progress of other teeth. Cust has permanent crown now and still wearing aligner that has been filed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.